Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -13.00/2.0/112 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.